Event description:
It was reported the patient has not used or charged his scs system in several months. Subsequently, the patient's charging system cannot locate his scs ipg. The patient is scheduled to meet with the physician to confirm no communication between the devices and to discuss possible scs ipg replacement. Follow-up identified the issue has not resolved. The patient plans on seeing the physician at a later date.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.